Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced phrenic stimulation after physiotherapy. The patient presented to the emergency room due to pain from unwanted stimulation. Device interrogation indicated the lv lead had dislodged. Subsequently, surgery was undertaken during which the lead was replaced. No visual anomalies were observed on the lead.